Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the nurse reported the harmonic device was smoking a lot and didn't seem to be working right. The blade "melted" off and the tip was found. Hand piece was switched out and a new device opened. Worked fine to completed the case without issue. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip intact and not broken off as reported by the customer. However, the tissue pad was found to be damaged, melted, and a half portion was not returned. The device was connected to a test hand piece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.